Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided. Manufacture date ¿ ni. Complaint log files and snapshots of navigation screen were evaluated and the reported event was confirmed. In the snapshots, the impactor appears to be positioned roughly 40 mm posterior and 40 mm inferior from the pre-operative acetabulum center. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as there were no trends identified. Investigation results concluded the reported event was due to an accidental registration of the acetabulum implant cor in the wrong position. A site visit was conducted to overview the issues and notified the surgeon that the landmarking of the acetabular implant was erroneous. Multiple MDR reports were filed for this event, please see associated reports: 0009617840-2017-00002.

Event description:
It was reported during an initial hip arthroplasty, the instrument position shown on the screen does not accurately reflect the physical procedure. This resulted in an approximate delay of 22 minutes and contributed to an overall 45 minute delay in procedure.